Manufacturer narrative:
Some information cannot be reported because no information was provided. The subject device was returned to olympus. The jaws did not open when the slider was operated. A foreign substance had adhered to the link mechanism of the jaws. After the foreign substance removing and applying the lubricant, the jaws were able to operate smoothly. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a procedure using the subject device the following event occurred. The operator noticed before the operator inserted the device into the endoscope that the jaws did not open. The device was used for the second time after purchase. The jaws was less than a year after purchase. The intended procedure was postponed. There was no patient injury reported. The subject device was returned to olympus for evaluation. On feb. 7, 2022, olympus medical systems corp. (Omsc) found that the jaws did not open, and that a foreign substance had adhered to the link mechanism of the device tip.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, possible causes may include: 1. The combination of foreign matter adhesion and insufficient lubrication application. A definitive root cause cannot be identified. This issue is covered in the instructions for use: reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use, or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient. Olympus will continue to monitor the field performance of this device.